Event description:
It has been reported to philips that the system would not boot up. The allura device displays 00:00. The system was in clinical use and no harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in planned non-emergency coronary treatment, when the issue occurred, and it was completed by restarting the device which delayed the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file did not show any malfunction with the flexvision pc. During troubleshooting, the fse found that there was an issue with the flexvision pc. The fse replaced the flexvision pc and hard disk. Upon further troubleshooting, the fse identified that there was malfunction with geo pc. The fse replaced the geo pc. After replacement of the flexvision pc, hard disk and geo pc, the system was returned to use in good working order.